Manufacturer narrative:
(B)(4).

Event description:
Patient's boyfriend contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 application was interrupted due to an operating system upgrade on the patient's smart device. No additional patient or event information is available.